Event description:
It was reported that the ilet pump display became unresponsive, remaining stuck on the fl3+ history page and not allowing navigation to the meal announcement despite repeated attempts by the user and family, consistent with a touchscreen or user interface malfunction affecting the device¿s display component. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects, and blood glucose was reported as unaffected. Outcomes included user¿s need to monitor closely and consider backup therapy with their healthcare provider due to inability to perform meal announcements. Investigation included collection of user reports and device replacement for further assessment. Investigation of this device revealed a probable touchscreen responsiveness issue consistent with a display or user interface failure. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the display or touchscreen interface.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.